Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed, no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration]: as per the inspection of olympus china, foreign materials clogged in the nozzle were white fibrous materials. So, the foreign materials clogged in the nozzle were highly likely, to come from gauze or cloth used around the subject device. The reported phenomenon was presumed to be caused by the following mechanism. I) pieces of fibers came from gauze or cloth used around the subject device entered into air/water channel of the subject device. Ii) pieces of fibers entered into the air/water channel reached the nozzle, and the nozzle was clogged with them. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging some foreign material in the air/water nozzle. There was small amount of water came out from the air/water nozzle, but the clogging was such that could not be cleared clogging even if the correct reprocessing was performed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to olympus (B)(4) for repair of the flexibility adjustment malfunction of variable stiffness. There was no report of patient injury associated with the event.